Event description:
During a meniscus repair procedure, it was reported that after deploying t2, the sutures got stuck; it was impossible to slide it and repair the meniscus. A back up device was utilized and the product was able to be removed from the patient. A ten minute delay was reported. The device was received and evaluated. T2 was found not to be deployed and the actuator in pre-t2 deployment position.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows t1 is free from the needle. The actuator is in the pre-t2 deployment position indicating a deployment of t1. The trigger was advanced and t2 deployed as intended. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Device was not returned in the condition of the reported complaint. A root cause could not be determined. No further investigation is necessary at this time. (B)(4).